Event description:
It was reported that during a gastric bypass procedure, along with the device, blue and white reloads were used. The entire case was very oozy, resulting in two clip appliers being used. There was a delay of fifteen minutes. Another like device was used to complete the procedure. One device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: on what tissue type was the device used? At what location on the tissue? Was it used on thick tissue? Did the surgeon waited the recommended 15 seconds after closing and before firing the device? What other color cartridges were used before and after this event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was the device fully articulated? Degree of articulation? Has this any impact on the patient, the surgery or the healing process? How often has the user used this device? Since there was bleeding: how much blood did the patient lose? Was a transfusion required? Was there any other issue noted with staple line other than bleeding (malformed staples, incomplete staple line, etc.)? Is there any other additional information you would like to share about this device or procedure? Device discarded, please confirm. On the form, the damage or other outcome was described as ¿extra obs.¿ what is meant by obs? Was there any patient consequence as a result of the procedure being prolonged by 15 minutes? Was there any patient consequence or change in the post-operative care of the patient as a result of the event?

Manufacturer narrative:
(B)(4). Additional information: corrected data: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable.